Manufacturer narrative:
Follow-up submitted as it was determined this complaint was previously submitted in medwatch 0001831750-2013-01242.

Manufacturer narrative:
Angle sensor.

Event description:
It was reported that the bed had no motor functions.

Event description:
It was reported that the bed had no motor functions.